Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. The patient inappropriately manipulated his wound site after the implant procedure. As result, the wound became infected with (B)(6). Surgical intervention and intravenous antibiotics were needed to resolve the issue. The ICD was extracted. No additional adverse patient effects were reported.